Manufacturer narrative:
Previous driveline tear reported under manufacturing report number 2916596-2020-02166. Manufacturer's investigation conclusion: evaluation of the patient¿s submitted photos confirmed superficial damage to the outer jacket of the patient¿s driveline. The account reported that the patient had tears on their driveline. Rescue tape was applied over the damaged locations. The patient remains ongoing on ventricular assist device (vad) support with no further related issues reported at this time. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and patient handbook provide information on caring for the driveline and identifying potential driveline issues; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on 16jun2016. The heartmate ii lvas IFU rev. H is currently available. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the driveline. Heartmate ii lvas patient handbook is currently available. This handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a previous tear in driveline and it was repaired with rescue tape.